Event description:
It was reported that the right ventricular (rv) lead had no capture at max output due to dislodgement. A revision procedure occurred and the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.